Manufacturer narrative:
The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that after insertion of the lens into the right eye under the surgical microscope, the doctor noticed a tiny cut on the edge of the lens, more or less 20 degrees from the haptic-optic junction. The surgery was normally performed and the iol positioned well. According to scrub nurse on duty, a sufficient quantity of alcon provisc ovd was used for lens preparation inside the iol inserter the lens remains implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: according to initial report ¿the lens is not available; it remains implanted¿. However, a photo was provided and evaluated by a subject matter expert. The complaint issue was verified. However, based on the evidence observed, it is not possible to confirm if the damage observed is related to manufacturing, as the reported lens was handled and prepared for surgical use. However, awareness regarding this event was provided to the personnel in the manufacturing area. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.